Event description:
It was reported the pt was experiencing unwanted stimulation in his left lower back since the implant date. The sjm rep attempted reprogramming but the issue was not resolved. X-ray imagery showed the lead was at the desired level but was on the left side to the midline. F/u info suggested the pt was to be scheduled for a lead revision.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.